Event description:
Complainant alleged that the device experienced an unk malfunction. Complainant did not indicated that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During functional testing, the device did not have pacer output. The malfunction was attributed to a faulty interconnect flex cable. The device was returned to the customer. Several contacts were made to the customer without any success in obtaining add'l info.